Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer tried changing the battery and received a failed battery test alarm which could not be cleared. The customer confirmed that the time on screen was changing and the keypad was not blocked. The customer had removed the battery for an hour but the keypad issue persisted. Blood glucose value the morning of the call was 140 mg/dl. It was advised to contact the doctor to get the insulin pump replaced. No product was returned for analysis.